Event description:
Customer noticed while loading 50 cm treatment zone (tz) ultrasound wire device into 50 cm tz catheter that it was slightly difficult to advance. The physician continued to try to advance and the ultrasound wire "crumpled" on itself (outside the pt). The ultrasound device was pulled back and it fractured. The physician then gripped the distal portion of the ultrasound wire remaining in the catheter with a hemostat and removed it. A new 12 cm tz ultrasound wire was opened and fully inserted into the 50 cm tz catheter, however, the ultrasound would not run (by design) as a 12 cm tz ultrasound wire is not compatible with a 50 cm tz catheter. A new 50 cm tz ultrasound wire was opened and it also could not be fully inserted. No pt injury was reported.

Manufacturer narrative:
Inspection of the returned device confirmed the ultrasound wire (microsonic device) was fractured in the treatment zone. One end of the wire was bent into a "j" where the hemostat was used to remove it. There was no other evidence of damage or abnormality. Review of the manufacturing records found no unusual processing procedures and the device passed all inspections. The condition of the device was kinked and then fractured. The instructions for use inform the user not to continue using the device if it becomes kinked.